Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge and then reverted to using an alternate insulin pump until the replacement pump arrived. There was no adverse impact to the customer's blood glucose level.